Event description:
The pt is reportedly experiencing acute otitis media with effusion. The pt has been treated for two weeks for the infection. The pt continues to be monitored by her medical doctor. In addition, the pt is also experiencing sound quality issues with her internal device. Advanced bionics is in the process of gathering more info, once more info becomes available a supplemental report will be submitted.